Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported.

Event description:
It was reported that the marker band was not in the right location. A .038 accustik ii system was selected for use. It was noted that the marker of the device was not in the right location on the dilator. No patient complications were reported.